Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level of 543 mg/dl. Customer¿s blood glucose at the time of incident was 560mg/dl. The customer was treated with intravenous insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was alleging insulin pump was under delivering. Customer was sick with cold at the time of hospitalization. Customer also reported that the retainer ring was loose but the reservoir was able to lock in place. Customer was using the auto mode at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring color: missing. Jabil electronics. Motor app version 2.6a. Verify if the reservoir locks in place: no. The pump was returned for legal testing. Per customer notes, the customer was hospitalization on (B)(6) 2020 for high bg's. The customer alleges the pump is under delivering due to dka for a while. The customer stated the retainer was damage. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, lcd functional test, displacement test and the dat at 0.08705 inches. No under delivery anomaly noted. Visual inspection: missing retainer, missing reservoir tube o-ring, cracked reservoir tube lip, minor scratched display window, scratched case, cracked case at the battery tube side, faded end cap address label, scratched keypad overlay and broken battery cap contact. The pump did not have a battery installed when received. Test energizer alkaline battery 1.39 volts. History download was successful using thus and carelink upload was successful. There is no data listed for the event date (B)(6) 2020 pump history file. Unable to review pump history form bolus deliveries, alarms or suspend for the event date (B)(6) 2020. The pump history file has data from (B)(6) 2019 to (B)(6) 2020. The pump passed the functional testing. No under delivery anomaly noted. The pump had a missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unable to confirm alleged dka/high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.